Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing e4 (occlusion) errors and elevated blood glucose for the past 3 weeks. In 2009, the pt changed the infusion site at 5:00 pm and at 7:00 pm e4 was displayed. The pt changed the infusion set and e4 recurred and she changed the infusion set again. The next day, her blood glucose measured 480 mg/dl when she woke up. She changed the infusion set and bolused through the infusion device. Her normal blood glucose range is 90-130 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for eval.